Manufacturer narrative:
One photo and two 1ml syringes inside an opened blister pack from batch 9170695 (p/n 309628) were received and evaluated. It was observed in the photo and one physical sample the stopper was separated from the plunger rod and was rejectable per product specification. Potential root cause for the stopper separation defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9170695 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes broke while drawing up "code dose medications" of "epinephrine" during an emergency bedside response; the stoppers had separated from their respective plungers. The following information was provided by the initial reporter: "during emergency bedside response to patient in unit picu/c5 there were 3 bd 1 ml syringes that broke in drawing up code dose medications of epinephrine where the white plunger broke from the black rubber platform inside the syringes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes broke while drawing up "code dose medications" of "epinephrine" during an emergency bedside response; the stoppers had separated from their respective plungers. The following information was provided by the initial reporter: "during emergency bedside response to patient in unit picu/c5 there were 3 bd 1 ml syringes that broke in drawing up code dose medications of epinephrine where the white plunger broke from the black rubber platform inside the syringes."